Manufacturer narrative:
Findings: unit received with intermittent act button response due to flattened dome (creased). No button error alarms noted. Unit received with cracked case at display window corners.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 152 mg/dl. The customer's mother stated that keypad is not responding so they took battery out. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.